Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient suffered a wrist fracture and was implanted with plate and screw construct on (B)(6) 2012. On (B)(6) 2012, patient fell and re-fractured the wrist, bending the previously implanted plate. Patient returned to the operating room on (B)(6) 2013, for removal of hardware. Patient was revised with a longer plate. This is 1 of 8 reports for this event.